Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had reservoir and infusion set leak. The customer experienced high blood glucose levels of 17.0 mmol/l. The customer stated that the leaks occurred at the quick release. Troubleshooting was performed. The customer stated that the quick release is tightly connected. The customer was advised to return the infusion set for analysis. Infusion set is expected to return.